Event description:
Report of explant of device system due to "infection - symptoms - swelling, fever, and headache with an outcome of wound healing". Follow up with hcp revealed the signs and symptoms of infection was swelling at the catheter track. A culture was taken of the device pocket with unknown results. The patient was treated with IV antibiotics and total device system explant. The infection has resolved. The patient risk factor includes malnutrition.